Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zkb00 21.5 diopter lens was implanted in a patient's right eye on (B)(6) 2017. The lens was later explanted on (B)(6) 2018 due to hyperopia. The replacement lens was of the same model, but noted to be a different diopter. There was no incision enlargement, no capsule tear and no vitrectomy reported. The patient outcome at the time of discharge was reported as being good. No additional information was provided.